Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant igg-2 tina-quant igg gen.2 results on a cobas 6000 c (501) module. On (B)(6) 2018 three sample tubes were collected from the patient. On (B)(6) 2018 the initial igg gen.2 result from the first sample tube was 534 mg/dl and was reported to the physician. The physician questioned the result and requested repeat results as it did not match the patient's clinical history. The customer tested the other sample tubes. The result from the second sample tube was 643 mg/dl. The result from the third sample tube was 1995 mg/dl which matched the patient's clinical history. There was no adverse event. The customer stated that igg gen. 2 was the only assay having issues on the c 501. The igg gen. 2 reagent lot number was 24242601 with an expiration date of 28-feb-2019. The field service engineer (fse) checked all system functions. The fse reran the sample tubes and stated that the results were the same. The calibration and qc were acceptable. No other igg results were erroneous.

Manufacturer narrative:
The fse indicated that the cause was sample handling. The results of rerunning the samples in question were the same and all checks passed. Based on the alarm trace there were sample aspiration alarms surrounding the event. The investigation determined the actions of the fse resolved the issue.